Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing pain. The patient's scs system was programmed; however, the patient elected to turn the system off due to the pain. The patient reported that the pain remained unchanged. The physician indicated that the pain was related to the permanent implantation procedure. Topical pain patches were prescribed.